Event description:
It was reported that, the cutting guide would not accept the capture. Opened another set. No harm to pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.